Event description:
It was reported to medtronic neurosurgery that the device was implanted in the patient¿s left lateral ventricle on (B)(6) 2008. According to the report, in (B)(6) 2013, the patient complained of dizziness when in the erect position and found it more comfortable to lie down. The report stated that there was no improvement and the surgeon felt that the anti-siphon device in the strata ii valve which was implanted into the lateral ventricle was not functioning. Reportedly, this was corroborated with icp readings by means of an icp catheter implanted near the lateral ventricle which tended to be negative whenever the patient sat up. According to the report, another icp catheter implanted near the cyst did not give a negative value when the patient sat up. The report stated that, the surgeon then decided to perform revision surgery on (B)(6) 2014 to replace the strata ii valve with a new one. The report stated that the physician connected an additional delta chamber to the distal end of the new strata ii valve. Reportedly, the patient is now well.

Manufacturer narrative:
The valve was patent. It did not meet the requirements for leak testing due to a tear in the reservoir. It is unknown how or when the damage occurred. The device also did not meet the requirements for siphon, reflux and pressure flow testing at -50 cm hydrostatic pressure (hp). There was proteinaceous debris in the interior and the exterior of the device. Debris within the valve may interfere with the siphon control device and result in siphoning and/or reflux. The valve met the requirements for pressure-flow testing at 0 cm hp and pre-implantation testing. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product has not been returned. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.